Event description:
A decline in symptom control over the last month prior to the report and a zapping sensation at the implantable neurostimulator (ins) site when pressing on the chest wall were reported. Interrogation of the ins found no abnormal impedance measurements. The zapping sensation was reproduced on programs that "involved the case (+) at voltages higher than 4.0v." Impedances were also re-tested during this time and no change was noted. A program with double bipolar (3+, 2-, 1-) setup was then used and no zapping could be reproduced. It could not be confirmed if the loss of symptom control and the zapping were related. The patient underwent surgery on (B)(6) 2012 to investigate the lead/extension connection and the extension/ins connection. It was stated that upon opening the ins pocket there might have been a kink in the top extension (0-7). It was decided to replace both extensions. Reason for extension removal was stated as breakage. No patient injury was reported, the patient had recovered without sequela .

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4). Product type: extension: product ID 37085-60, serial# (B)(4). Product type: extension: product ID 3387-40, lot# 0204272879. Product type: lead: product ID 3387-40, lot# 0204272878. Product type: lead. (B)(4).

Manufacturer narrative:
Return date updated. Analysis of the extension (extension 37085-60 activarc 8-4, serial # (B)(4)) found its outer insulation pinched and melted, cautery was suspected. There were multiple cosmetic melted spots in the outer insulation proximal to the transition location. Distal end connector #0 was discolored. There was a small breach in the outer insulation 6.5 cm from the proximal end. It appeared to be from abrasion, possibly kinking or pinching of the insulation. Testing of the extension in saline solution verified that there were no issues with the wire insulation at this location, which meant it would likely not have been causing electrical issues at this location. No low impedance was observed. Analysis of the extension (extension 37085-60 activarc 8-4, serial # (B)(4)) found its outer insulation melted, cautery suspected. There was a breached melted spot in the outer insulation 4.3 cm from the proximal end. There were also multiple cosmetic melted spots in the outer insulation proximal to the transition location. All of the connectors had some surface discoloration. There were no issues with the wire insulation. No low impedance was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.